Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (bent pins/damaged e-belt connector) has been confirmed. Upon eval pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support after talking with a (B)(6) male pt, to report that the pt's electrode belt would not properly connect to his monitor. The pins in the connector were bent. The pt was provided with a replacement electrode belt.